Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested the device was returned and the investigation is ongoing. Placeholder.

Event description:
Consultant reported two extraction screws stripped during a scheduled nail hardware removal: the patient was healed. Implant date of the hardware is unknown, removal was on (B)(6) 2013. During the procedure the two screws stripped and the surgeon had to remove the nail with another method. Surgeon attached the insertion handle to the nail to remove. Surgeon was able to remove the hardware and complete the procedure. There was no delay in the procedure. This is 2 of 2 reports for complaint (B)(4).